Event description:
Preceding and during patient treatment, operators described the 3100b as "acting funny". When preparing the 3100b for use, the displayed delta-p (amplitude) got stuck at 90 cmh20 and adjusting the power knob didn't affect it as it should. The patient was placed on the 3100b anyway, and after doing so, the delta-p display "unlocked" and could be adjusted down with the power knob. The patient remained on the 3100b for 4 days, then was routinely weaned to conventional ventilation and, then, extubated without compromise.